Event description:
Device returned with report - "pump could not be refilled." Follow up with reporter revealed that at first refill after the implant of the pump the hcp was unable to access the port. On x-ray it appeared that the pump had flipped. In surgery the pump was found with the correct side up. Also, this pump model did not have anchor loops and the anchor sock had not been applied to pump prior to implant so pump was free in the pocket. An attempt was made to refill this pump at the revision procedure but it appeared a possible reservoir valve activation had occurred. A new pump was substituted and to date patient is stable.